Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while seated and typing on a keyboard. A review of the episode in the remote monitoring system showed diminished r-wave amplitudes resulting in smart pass disabling. Eventually oversensing occurred and the device delivered the shock. The patient was then seen in the hospital for troubleshooting. All vectors were assessed and the secondary vector was the only suitable option. The reduction in r-wave amplitudes was easily reproduced with left body rotation. X-rays showed the system placement had not moved since the implant procedure and the shock impedance measurements were normal at 75 ohms. At this time, the gain was reprogrammed from 1x to 2x and the physician planned to monitor the patient and device before considering an electrode repositioning. It was noted the patient was not too concerned about the shock and was provided with a magnet and instructions on how to use the magnet to prevent repeated shocks, should they occur. No adverse patient effects were reported. The device and electrode remain implanted and in service. It was later reported that the patient received another inappropriate shock due to diminished r-wave amplitudes. Technical services discussed reviewing x-rays to evaluate system placement and questioned if the device could be moving in the pocket. The primary vector could be reassessed. A review of the device log files showed a high number of transitions from normal sinus rhythm (nsr) to tachy. The physician was planning to program off tachy therapy to avoid further inappropriate shocks, but this would leave the patient unprotected. The local sales representative later reported that therapy was programmed off, with no revision scheduled at this time. Despite inquiries, no further information regarding the physician's plan for this patient and device could be obtained. The device and electrode were subsequently explanted with no replacement; the physician plans to monitor the patient for arrhythmias. No additional adverse patient effects were reported. The explanted products were returned for analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while seated and typing on a keyboard. A review of the episode in the remote monitoring system showed diminished r-wave amplitudes resulting in smart pass disabling. Eventually oversensing occurred and the device delivered the sock. The patient was then seen in the hospital for troubleshooting. All vectors were assessed and the secondary vector was the only suitable option. The reduction in r-wave amplitudes was easily reproduced with left body rotation. X-rays showed the system placement had not moved since the implant procedure and the shock impedance measurements were normal at 75 ohms. At this time, the gain was reprogrammed from 1x to 2x and the physician planned to monitor the patient and device before considering an electrode repositioning. It was noted the patient was not too concerned about the shock and was provided with a magnet and instructions on how to use the magnet to prevent repeated shocks, should they occur. No adverse patient effects were reported. The device and electrode remain implanted and in service. It was later reported that the patient received another inappropriate shock due to diminished r-wave amplitudes. Technical services discussed reviewing x-rays to evaluate system placement and questioned if the device could be moving in the pocket. The primary vector could be reassessed. A review of the device log files showed a high number of transitions from normal sinus rhythm (nsr) to tachy. The physician was planning to program off tachy therapy to avoid further inappropriate shocks, but this would leave the patient unprotected. The local sales representative later reported that therapy was programmed off, with no revision scheduled at this time. Despite inquiries, no further information regarding the physician's plan for this patient and device could be obtained. The device and electrode were subsequently explanted with no replacement; the physician plans to monitor the patient for arrhythmias. No additional adverse patient effects were reported. The explanted products were returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while seated and typing on a keyboard. A review of the episode in the remote monitoring system showed diminished r-wave amplitudes resulting in smart pass disabling. Eventually oversensing occurred and the device delivered the sock. The patient was then seen in the hospital for troubleshooting. All vectors were assessed and the secondary vector was the only suitable option. The reduction in r-wave amplitudes was easily reproduced with left body rotation. X-rays showed the system placement had not moved since the implant procedure and the shock impedance measurements were normal at 75 ohms. At this time, the gain was reprogrammed from 1x to 2x and the physician planned to monitor the patient and device before considering an electrode repositioning. It was noted the patient was not too concerned about the shock and was provided with a magnet and instructions on how to use the magnet to prevent repeated shocks, should they occur. No adverse patient effects were reported. The device and electrode remain implanted and in service. It was later reported that the patient received another inappropriate shock due to diminished r-wave amplitudes. Technical services discussed reviewing x-rays to evaluate system placement and questioned if the device could be moving in the pocket. The primary vector could be reassessed. A review of the device log files showed a high number of transitions from normal sinus rhythm (nsr) to tachy. The physician was planning to program off tachy therapy to avoid further inappropriate shocks, but this would leave the patient unprotected.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while seated and typing on a keyboard. A review of the episode in the remote monitoring system showed diminished r-wave amplitudes resulting in smart pass disabling. Eventually oversensing occurred and the device delivered the sock. The patient was then seen in the hospital for troubleshooting. All vectors were assessed and the secondary vector was the only suitable option. The reduction in r-wave amplitudes was easily reproduced with left body rotation. X-rays showed the system placement had not moved since the implant procedure and the shock impedance measurements were normal at 75 ohms. At this time, the gain was reprogrammed from 1x to 2x and the physician planned to monitor the patient and device before considering an electrode repositioning. It was noted the patient was not too concerned about the shock and was provided with a magnet and instructions on how to use the magnet to prevent repeated shocks, should they occur. No adverse patient effects were reported. The device and electrode remain implanted and in service. It was later reported that the patient received another inappropriate shock due to diminished r-wave amplitudes. Technical services discussed reviewing x-rays to evaluate system placement and questioned if the device could be moving in the pocket. The primary vector could be reassessed. A review of the device log files showed a high number of transitions from normal sinus rhythm (nsr) to tachy. The physician was planning to program off tachy therapy to avoid further inappropriate shocks, but this would leave the patient unprotected. The local sales representative later reported that therapy was programmed off, with no revision scheduled at this time. Despite inquiries, no further information regarding the physician's plan for this patient and device could be obtained.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.